Event description:
It was reported that there were issues with the turbine pressure knob. During platforming prior to the procedure, the rotablator console turbine pressure knob was turned to the maximum level, however it was noted that the knob "returned automatically" from the maximum setting. No procedure information is available, however this occurred outside of the patient. It was reported that there were no patient complications.

Event description:
It was further reported that the difficulties were encountered during the procedure, corrected from the originally reported platforming. The knob "returned a little automatically" when the knob was turned to max. There was no speed difference when the knob returned. The lesion being treated was located in the left main, and the procedure was completed with this device. There was no patient consequence.

Event description:
It was further reported that the difficulties were encountered during the procedure, corrected from the originally reported platforming. The knob "returned a little automatically" when the knob was turned to max. There was no speed difference when the knob returned. The lesion being treated was located in the left main, and the procedure was completed with this device. There was no patient consequence.

Event description:
It was further reported that the difficulties were encountered during the procedure, corrected from the originally reported platforming. The knob "returned a little automatically" when the knob was turned to max. There was no speed difference when the knob returned. The lesion being treated was located in the left main, and the procedure was completed with this device. There was no patient consequence.

Manufacturer narrative:
Device evaluated by MFR: the console and foot pedal were tested together in the lab using a rotalink 1.75mm burr. The rotational speed in dynaglide mode, in turbine mode, and the maximum turbine rotational speed were tested and are typical operational speeds. The foot pedal functioned properly, readily activating/deactivating the burr rotation and switching the console between turbine and dynaglide modes. The console functioned properly, however the turbine pressure potentiometer assembly retaining hardware is loose. Turning the turbine pressure control knob causes the entire assembly to rotate and has caused the attached cable to become twisted. The assembly was manually held in place during functional testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is supplier manufacture. (B)(4).

Manufacturer narrative:
Correction: root cause has been updated from supplier manufacture to undetermined. Add'l information: further review of the supplier manufacturing records confirmed that the turbine knob was tightened to a defined torque specification during their assembly process. Functional testing completed by bsc prior to shipping did not detect any issues with the turbine knob. The most probable root cause was unable to be determined. Response: a trend analysis covering a 15-month period ((B)(6), 2010 to (B)(6), 2011) was performed for rotablator¿ rotational angioplasty console system mounting hardware loose issues. The analysis displayed a total of three (3) complaints. Two complaints were associated with turbine pressure potentiometer assembly and one complaint with a loose knob. This equates to a frequency rate of 41 complaints per million (unit usage). The device risk documentation was reviewed; the combined severity and occurrence rankings are consistent with the risk documented in the failure mode effect analysis. Given this information, no corrective and/or preventative actions have been taken at this time. Bsc will continue to monitor and trend these complaints and associated risks as outlined in our quality systems process. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).